Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analysis found a high current drain condition due to current leakage in a tantalum capacitor. Performance data was also collected from the device and analysis of the device memory showed the battery indicator signifying that it is time for device replacement. It was noted elective replacement indicator (eri) triggered on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) had premature battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.